Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that upon remote fe logs, several consecutive pedal duration logs occurred. The customer was attempting to seal and cauterize during procedure for long intervals. The instrument passed electrical continuity testing, indicating cautery function was ready for use. Failure analysis investigation also found the following: the functional check of cautery was not possible because of a dislodged snake wrist. No pieces were missing. The instrument was tested using a stapler cannula because of dislodged wrist disc. Grip force, tissue gap, resistance, and sealing performance testing was performed. Grip force measured at (B)(4) lbs in straight orientation and tissue gap was (B)(4). Sealing performance tested on a wet white paper towel and tissue effect was confirmed when energy was initiated. Resistance measured at (B)(4) for each jaw electrodes. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the snake wrist dislodgment found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the endowrsit one vessel sealer instrument was not activating properly. It showed from the screen that it was activated but nothing was happening on the tissue where the instrument was being applied. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.